Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumorectomy procedure. It was reported that no matter how many times the site tried they could not proceed with navigation due to failed registration. Use of the navigation system was aborted and there was a 2 hour delay with no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue was about obtaining patient data and that the issue had been resolved.